Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111916 - the dentist reported that 4 months after the dental implant was installed in intraoral region #13 it was verified its non- osseointegration . Twenty-five ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.